Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). In a follow up call to the facility to gain additional information, the reporter confirmed that the sample was disposed of and not available for evaluation. The reporter stated the nurse was stuck with she picked up the needle for disposal. The safety shield did not fully deploy. The batch record was not able to be reviewed as the batch number was not known. A historical review of the complaint database indicated that no adverse quality trends were identified during the complaint review process for item #(B)(4). Per the event description, the needle was placed on a pad next to the nurse while she taped the IV catheter in place. When she picked up the pad and needle for disposal, the needle punctured her left index finger. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow up report will be filed.